Manufacturer narrative:
B3: event date unknown. One device was received for evaluation. Visual inspection confirmed the reported problems. It was determined that the dso seal and the broken battery compartment were the root cause of the problem. The dso seal and the battery compartment were replaced. The service history review identified this device was related to the last service on (B)(6) 2023, the downstream sensor seal was replaced due to a bubbled seal.

Event description:
It was reported that the dso sensor seal is bubbled, and the device has a cracked battery door. There was unknown patient involvement.